Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the patient experienced diffuse lamellar keratitis in an unknown eye after refractive surgery. The patient¿s condition subsequently improved. The hospital confirmed that there have been no recent changes in postoperative medication practices, and no changes to surgical instruments. After the hospital and the engineer investigated the issue, they found that the phenomenon disappeared after changing to a different patient interface batch, suggesting a potential quality issue with the original batch. There are multiple related reports for this event. This report addresses the unknown patient initial's, in the unknown eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer was performed and signed service installation record. System meets specification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during this period. The logfile shows twenty successfully performed treatments without interruptions. Due to missing information about the treatment details the related treatments cannot be identified in the logfile. The review of the complete treatment day shows that all beam control checks were performed immediately before the treatments. The review also shows that during nineteen treatments the suction process was achieved without missed vacuum 1 or 2 and re-dockings. The review also shows that all treatments were performed with no or not relevant deviation between planed and performed energy. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint-related product is expected to return for investigation. No associated service visit for the reported event could be identified. No device related issues were identified based on the provided data. Therefore, the case is coded as "inconclusive - no problem found". The manufacturer internal reference number is: (B)(4).